Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Event received via phone. Aneurysm morphology from the time of implant was not reported. The aortic bifurcation was severely angulated. There were no issues or complications from the time of implant. It was reported that the patient presented with left leg pain. The CT revealed that the left contralateral limb was occluded. The physician elected to perform a fem-fem bypass and this successfully restored blood flow to the contralateral side. No clinical sequelae were reported and the patient is fine. The film evaluation has been completed. The review of the returned films from three weeks post-implant show that the bifurcate was positioned just below the renals; the ipsilateral limb was on the right side. The contralateral (left) limb was occluded the entire length of the stent graft beginning at the flow divider; the bifurcate was partially occluded at the gate. At the distal aorta the left limb was sharply angulated; appeared kinked to approximately 90 degree. The stent graft ID measured 6mm x 10mm at this kink location. The cause of the kink/occlusion appears to be anatomy related; severely angulated takeoff of the left common iliac artery.

Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (anatomy related; bifurcation was severely angulated, 90 degree). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; bifurcation was severely angulated, 90 degree).